Manufacturer narrative:
Combination product: yes. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. The analysis of the provided trend data, acquired between 7th of february 2024 and 3rd of october 2024 recorded an initial pacing impedance of 1,500 ohms with a gradual decrease to 1,000 ohms until june, since then fluctuating between 1,100 ohms and 1,000 ohms. Furthermore, a gradually increasing shock impedance from initial 50 ohms to 80 ohms was recorded. The analysis of the provided iegm episodes revealed one artifact on the far-field and rv channel in episode 45, which led to oversensing. Loss of capture on the rv channel was recorded in episode 44 and 46, which led to absence of pacing. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.

Manufacturer narrative:
Combination product: yes.

Event description:
Loss of capture was reported. The output was increased. Lead remains implanted. Should additional information be received, this file will be updated.